Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having pain at the pocket site and experiencing frequent ipg charging. It was also reported that the patient felt bruised and that the ipg was working its way out of the body. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having pain at the pocket site and experiencing frequent ipg charging. It was also reported that the patient felt bruised and that the ipg was working its way out of the body. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo a revision procedure.